Event description:
Material no. 328418 batch no. 7030660 it was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the plunger rod separated from syringe. The following information was provided by the initial reporter: consumer reported that the plunger rod popped out from the syringe as she was trying to draw the insulin. Lot # 7030660, product # 328418, no expiration date, problem occurred on 05-09-19, consumer does not re-use.

Manufacturer narrative:
Investigation summary: customer returned (1) 1cc, 8mm, 31g syringe in an open poly bag from lot # 7030660. Customer states that the plunger rod popped out from the syringe as she was trying to draw the insulin. The returned syringe was examined and exhibited a missing plunger rod. A review of the device history record was completed for batch # 7030660. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing plunger rod). As per manufacturing, "visual inspection found the plunger rod, stopper, and cap missing. There were no defects found on the barrel or cannula. A plunger rod was exercised in the barrel to confirm smooth actuation. The cannula was checked with a wire gauge to verify there was not a clog. Unable to replicate the reported defect." Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 328418, batch no. 7030660. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the plunger rod separated from syringe. The following information was provided by the initial reporter: consumer reported that the plunger rod popped out from the syringe as she was trying to draw the insulin. Lot # 7030660, product # 328418, no expiration date, problem occurred on (B)(6) 2019, consumer does not re-use.